Event description:
The customer reported that the monitor on their device would power on and off by itself. After evaluation of the device, it was observed that the device would not deliver defibrillation therapy when this was occurring. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c347 from the system pcb assembly.